Event description:
Customer reported a patient sample containing anti-lea did not react with any lea+ cells from vra108. Customer then diluted a 3% panel to 0.8%. Reactivity of 1+ was observed with the lea+ cells. No death or serious injury was associated with this incident.